Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, on the first firing, the green button of the stapler was able to be pressed but the handle was not able to be squeezed. The few first pins were popped out. Another device was used to resolve the issue in order to complete the case. There was no patient injury.